Event description:
It was reported that the ilet displayed dosing stopped and required either cgm connection or manual bg entry while the user¿s dexcom g7 app showed readings but the ilet did not, consistent with signal loss to the ilet and no insulin delivery. Symptoms included no reported adverse clinical effects, and a fingerstick blood glucose of 137 mg/dl was obtained and entered to resume dosing. Outcomes included temporary interruption of automated insulin delivery that was resolved after guidance to toggle the ilet cgm setting from g6 to g7 and re-enter the pairing code, followed by manual bg entry to restore therapy. Investigation included customer counseling and troubleshooting focused on cgm pairing and configuration. Investigation of this case revealed cgm-to-pump communication interruption that was corrected by reconfiguration and pairing verification. It was concluded that the event was related to cgm signal loss to the ilet with resolution after user-guided setup steps, and no injury occurred.